Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited an extended charge time. This resulted in the device timing out before delivering therapy. The patient received approximately 60 shocks in one day. After letting the battery recover for 48 hours, the charge time did not go back to normal. The device was explanted and replaced.